Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced leakage at site on (B)(6) 2024. The blood glucose level of the patient at the time of issue was 280 mg/dl.the issue occurred with one infusion set used for 36 hours. No further information was available.